Manufacturer narrative:
As the physician was using the cobas female pcr swab for off-label sample collection types, roche instructed the customer to utilize the cobas® pcr swabs for on-label sample collection per the product labeling. (B)(4).

Event description:
A customer from (B)(6) reported that a patient was admitted to the hospital to remove a broken cobas pcr female swab from their stomach. The cobas pcr female swab was used in an off-label manner to collect a throat swab from the patient in a physician's office. The intended use of the cobas pcr female swab sample kit is to collect and transport endocervical and vaginal swab specimens. During the collection of the throat swab, the cobas pcr female swab broke in the patient's mouth and the physician was unable to retrieve it. The cobas pcr female swab was then swallowed. The patient went to the hospital where they had to under-go an endoscopy to have the cobas pcr female swab removed from their stomach. A second endoscopy was performed and indicated that there was no damage to the patient's esophagus or stomach as a result of this situation. Overall, the patient has been reported as being "fine" and no medication was administered.